Event description:
It was reported that the right ventricular lead was replaced due to a lead fracture. No patient complications have been reported as a result of this event. Additional information received reported the lead had also been showing high impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. Other: it was reported that the right ventricular lead was replaced due to a lead fracture. No patient complications have been reported as a result of this event. Additional information received reported the lead had also been showing high impedances. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Impedance, high, lead(s), fracture of.